Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 5 fr sheath in the right common femoral artery. Following the deployment, the patient experienced pain and a cold leg. An arterial occlusion was diagnosed via ultrasound. The patient was treated with thrombolytic therapy and pta. The event was resolved with no further complications.